Event description:
Report rec'd from the USA stating that during pre-check, it was discovered that the motor device was "overheating." There were no delays to surgery as an identical spare motor device was available. No injuries or medical intervention were reported. There was no add'l info provided.

Manufacturer narrative:
The motor device was not rec'd for eval. If add'l info is rec'd, a supplemental report will be sent.

Manufacturer narrative:
Device evaluation: the actual device was received for evaluation. Reliability engineering evaluated the device and observed that the device failed temperature specifications. Therefore, the reported condition was confirmed. Evidence suggests this was due to a failure of the internal motor or mechanical components due to excessive force. If additional information should become available, a supplemental medwatch report will be sent accordingly. Ref: (B)(4).